Event description:
A customer reported an issue with the insulin gauge displaying a different amount than expected. The pump was currently displaying an incorrect fill estimate of 0 units. There was no reported impact to the customer's blood glucose level. The discrepancy was attributed to an alert/alarm condition, and no further details were provided regarding additional actions taken.